Manufacturer narrative:
Per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and, sensor and leave them outside the procedure room if you are going to have any of the above procedures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer had an x-ray done while pump was in the room. Customer¿s blood glucose level was 368 mg/dl. The customer did not have a form of backup therapy and declined tandem technical support follow up to ensure backup therapy was obtained.